Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the shaft pilot was come off from the cone reamer when the surgeon took the instruments out from medullary cavity during the tha surgery which was combined with osteotomy surgery on (B)(6) 2019 and the shaft pilot was remained in medullary cavity. It was difficult to remove the shaft pilot, and it was removed by performing osteotomy first. The surgeon considered it had not been connected properly and attempted using it again after reattached them however the same issue occurred. The surgery was completed within a 30 minutes surgical delay. Dr¿s view: it was able to remove the shaft pilot after the osteotomy, but it may have been difficult to remove if it occurred during normal surgery. There was a possibility of it was happened because it might be easily detached due to deterioration over time of the joint part. No further information is available.